Manufacturer narrative:
Results: received approximately 50 samples of the same lot # 6126876, evaluated for sleeve leakage but no defects were identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6126876. Conclusion: the root cause is indeterminate as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using the 23 g x .75 in. Bd vacutainer® push button blood collection set blood leaked from the holder. Four different occasions from lot # 6126876 were reported. No exposure to blood, injury, or medical intervention.